Manufacturer narrative:
The search by lot number did not find elevated complaint activity. The trend review by the product list number found no adverse trends related to this issue. Labeling is adequate and provides specific instructions to the customer regarding the current issue. Review in the corrective and preventive actions system did not identify any non-conformances or deviations related to the to the likely cause list number/lot number and complaint issue. As part of troubleshooting the sample was retested and results were within range. No additional issues were identified. No product deficiency was identified.

Event description:
The account generated false elevated architect magnesium of (B)(6) mg/dl on a sample ((B)(6) year old, female, caucasian patient) that repeated (B)(6) mg/dl. The account uses a normal magnesium range of 1.6 to 2.6 mg/dl. No impact to patient management was reported.